Manufacturer narrative:
(B)(4). Batch #t92h2u. Investigation summary: the device was returned with the blade tip damaged with gouge marks. However, the blade was not cracked. In addition, it was returned with the tissue pad damaged, melted, and 100% present and not detached as reported by the customer.. The device was tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional information was requested and the following was received: upon putting the instrument inside the abdomen ,surgical team noticed that the plastic insert had detached from the tip of the sheers. Device was not used on the patient. No injury to patient. That is all the information provided.

Event description:
It was reported that during an unknown procedure, upon putting the instrument inside the abdomen, the surgical team noticed that the plastic insert had detached from the tip of the sheers. Device was not used on the patient. There were no patient consequences.